Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The following information was provided by the initial reporter: it was reported that during the procedure of filling the elastomer with the syringe, part of the syringe¿s luer connector broke off and became lodged in the elastomer¿s connection area. The elastomer had been partially filled with morphine. For completeness, the reference of the elastomer used is also provided for any compatibility checks: ref 10302113t; code al-fcbi-v00611i; batch 250706. The devices were replaced and the medication reconstituted.